Event description:
It was reported that the lead exhibited no capture. R-waves and lead impedance had changed dramatically. An x-ray revealed that the lead had perforated the heart. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.